Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's symptoms started to return. They went to the doctor's office and the doctor was not able to connect to the implant with their handset. The patient was redirected to their healthcare provider to further address the issue at the appointment next week and suggested hcp call technical services if they need assistance connecting with their equipment.